Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-03728.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. As of (B)(6) 2022, the patient experienced sling erosion in the vagina after reoperation. The patient underwent vaginal repair over exposed tape and the event was recovered/resolved without sequelae as of (B)(6) 2022. It was reported that there was a causal relationship to primary study device and procedure. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: sling erosion in vagina. Start date: (B)(6) 2022. Updated: end date: (B)(6) 2022 => blank. Outcome: recovered/resolved without sequelae => not recovered/not resolved. Adverse event: sling erosion in vagina. Start date: (B)(6) 2022. Updated: end date:(B)(6) 2022 => blank. Outcome: blank => not recovered/not resolved. Related events captured via 2210968-2022-03728 and 2210968-2022-07793.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: slingerosion in vagina start date: (B)(6) 2022 updated: end date (B)(6) 2023 outcome: recovered/resolved without sequelae related events captured via 2210968-2022-03728 .

Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - this medwatch report is being voided based on update received which confirmed the previously reported adverse events are not associated with the ethicon, inc. Product used or the study patient involved.